Event description:
It was reported that the programmer was used during pacemaker replacement, but the screen suddenly became darker. Analysis found that a component on the inverter board failed and overheated which carbonized the surrounding area. The damage from the failure was fully contained within the housing and posed no risk of exposure to the user or patient. Inverter board failure is the cause of the complaint.